Event description:
Caller states the patient tested 1.3 inr on the coaguchek s system and 1.9 inr on a comparison lab. No actions taken based on meter result. No adverse event reported. Replacement system was sent.

Manufacturer narrative:
The event occurred in another country.